Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the top case cracked by left corner. Bottom case cracked at l bracket. Right plunger case was also cracked on the side. During occlusion testing the motor rate error was found. The root cause of the issue was found to be normal wear. A combination of the leadscrew, clutches and worm coupling that were old and dirty. Replaced leadscrew, clutches and worm coupling; device passed all functional tests. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.